Event description:
The customer suspected questionable troponin t stat results were generated from the analytical e module analyzer at the site, so seven samples were retested on this cobas e411 analyzer. Of the data provided, only the results for one patent sample were discrepant. The original result on the analytical e module analyzer on (B)(6) 2015 was 0.010 ng/ml with a data flag and was reported outside the laboratory. The repeat result on the cobas e411 on (B)(6) 2015 was 0.027 ng/ml. The original result was believed to be correct. There was no adverse event. The reagent lot number was 17805002 with an expiration date of 06/30/2015. The field service representative could not find a cause. He removed plastic pieces from one of the positions in the incubator and replaced measurement cells and tubing. He ran performance testing and the customer ran calibration and qc. All testing passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).